Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu).device not returned for analysis.

Event description:
Peripheral cutting balloon registry.it was reported that in 2005 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The lesion was de novo. It was in the superficial femoral artery at hunter and the reference diameter was 5.0mm. The lesion morphology was concentric and tight. The target vessel was non-tortuous with mild calcification. The target lesion length was 15mm and 85% stenosed. The patient experienced pain during the procedure. The post-procedure stenosis was 5%. The one-month follow up documentation stated that the patient was dead. No date or additional information was provided.